Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
Information received by medtronic indicated that the insulin pump had damage on accept button . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.